Manufacturer narrative:
Citation: I. Szikora, z. Berentei, z. Kulcsar, et al.treatment of intracranial aneurysms by functional reconstruction of the parent artery: the budapest experience. Ajnr am j neurodadiol. 2010 doi 10.3174/ajnr.a2023. The device was not returned for evaluation. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Further follow up is being performed, should additional information be received a supplemental will be submitted. Mdrs related to this report: 2029214-2017-00342 2029214-2017-00343.

Event description:
Medtronic received information through review of literature that within this cohort a gentle balloon dilation was needed to fully open the distal section of one device.